Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a diagnostic anomaly occurred on the device which caused false high voltage lead impedance alerts to be delivered during remote monitoring. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.